Event description:
The initial reporter stated they received discrepant results for multiple patient samples tested with multiple assays on a cobas e 801 analytical unit. The initial sample values were reported outside of the laboratory. The customer stated the analyzer generated abnormal low signal alarms. Pinch valves were replaced. The affected samples were measured during this time. The customer then repeated 79 patient samples. Of the affected samples, discrepant results for 11 patient samples tested with the elecsys vitamin b12 or elecsys tsh assay were received. Samples tested with the tsh assay: patient 1: the sample initially resulted in a value of 0.59 and repeated as 1.69. Patient 2: the sample initially resulted in a value of 0.84 and repeated as 1.86. Patient 3: the sample initially resulted in a value of 0.87 and repeated as 1.4. Patient 4: the sample initially resulted in a value of 0.75 and repeated as 1.92. Patient 5: the sample initially resulted in a value of 0.04 and repeated as 1.53. Patient 6: the sample initially resulted in a value of 719 and repeated as 12.5. Samples tested with the elecsys vitamin b12 assay: patient 7: the sample initially resulted in a value of 509 and repeated as 1940. Patient 8: the sample initially resulted in a value of >2000 accompanied by a data flag and repeated as 234. Patient 9: the sample initially resulted in a value of >2000 accompanied by a data flag and repeated as 554. Patient 10: the sample initially resulted in a value of 534 and repeated as 314. Patient 11: the sample initially resulted in a value of >2000 accompanied by a data flag and repeated as 264. The units of measure were not provided. An amended report was issued. The vitamin b12 and tsh reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer replaced all pinch valves. Instrument performance testing results were acceptable. Quality controls were run and passed. The investigation determined the service actions resolved the issue.